Manufacturer narrative:
Follow-up # 1 date of submission 07/05/2011 - device evaluation: the pump and meter have been returned and evaluated by product analysis on 06/06/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A review of the device history record indicated that the pump was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reported that the down arrow button on the keypad is not always responding to presses. He reported that when the button does respond, it tends to keep scrolling. The patient reported that he wore the pump in pocket and did not clean the pump.